Event description:
It was reported that the angle button on the back of the unit sticks and the unit continues to move after the button is released. No injury reported. A field engineer was dispatched to the site and determined the switch position needed to be adjusted. Once this was completed the system was working as intended.